Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem. The liner was also reported to be slightly discolored and exhibiting signs of wear. The head and liner were revised, and a sleeve put on the existing stem. * update 28 june 2019 qs: based on the mar report for the returned liner, damage was observed on the distal rim of the insert consistent with impingement against the stem.

Manufacturer narrative:
An event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem and a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: the damage present on the rim of the insert is consistent with impingement with the stem. The damage present on articulating surface of the insert is consistent with scratching and third body indentations; which are common damage modes of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. Eds showed that the head base material is consistent with an astm f1537 alloy and the debris was consistent with a corrosion product, biological material, and likely material transfer from the stem. The debris on the liner is consistent with biological material and likely material transfer from the stem. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem. The liner was also reported to be slightly discolored and exhibiting signs of wear. The head and liner were revised, and a sleeve put on the existing stem.